Event description:
The customer reported that half way through a blepharoplasty procedure there was a flash when using the electrosurgical pencil. The equipment was set on 15 cut and 15 coagulation, and no alarm sounded. When the flash occurred, the patient's left eye was being worked on, and the patient's left eyelid and eyelashes were burned. The burns were described as first degree and were treated with a saline solution and topical cream. The surgery was extended more than 30 minutes due to this incident. The surgeon speculates the flash may have been caused by oxygen accumulation from nasal glasses the patient was wearing. The patient has been released from the hospital with further medical follow-up planned.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.